Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, high capture threshold and loss of capture were observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed a dislodgement of the ra lead. The device was reprogrammed to deactivate the ra lead. The patient was stable and will continue to be monitored.